Event description:
It was reported that a shaft separation occurred. A transcatheter aortic valve replacement was being performed using a synergy megatron mr us 5.00 x 24mm as a part of treatment. During the procedure, it was noted that the balloon was unable to come back into the guide. When attempting to retrieve the device from the patient, the balloon broke off the delivery system into the patient. The balloon was retrieved from the patient using a snare. No patient complications were reported due to this event.